Event description:
This pt had left total hip in 1998 and has had two dislocations since that time. Pt reports pain and decreased activities of daily living. Pt was admitted for loosening of the acetabular component. The acetabular shell and liner were removed and replaced.